Event description:
This pacemaker was explanted for early battery depletion due to high output programming.

Manufacturer narrative:
(B)(4).the analysis on this device is pending. (Integrated circuit).

Event description:
This pacemaker was explanted for early battery depletion, due to high output programming.

Manufacturer narrative:
The analysis on this device is pending.